Event description:
It has been reported that the explanting facility has an off site pathology lab. The pathology lab holds for 30 days, then they destroy the devices.

Event description:
It was reported by the patient's mother the patient had an increase in seizures starting the week of (B)(6) 2016. The mother stated she felt this was due to the vns battery being completely depleted. The implant card was later received by the manufacturer after replacement surgery occurred ((B)(6) 2016) and it was noted the vns was at neos = yes (near end of service) and would have still been delivering the expected amount of therapy. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported by the physician's nurse that the patient had not been seen since (B)(6) 2016 and at that time, the patient was not using his vns and she was not sure when the seizure occurred. Clinic notes were later received from the physician dated 02/23/2016 noting the patient doesn't have a need to use his vns and that he is currently not taking any medication. It was also noted the patient had one seizure at an airport in (B)(6) 2016. However, it was also noted the patient was on no medication as the seizures were well controlled by vns. The physician considered lowering the vns settings to decide whether it needs to be replaced or to replace the generator to avoid any risk of a seizure. Attempts for additional relevant information have been unsuccessful to date.